Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The guidewire had prolapsed on itself and had become stuck in the lead tip lumen. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that the left ventricular (lv) lead was a case of attempted implant as the whisper wire was stuck in the lead and would not come out. Additional information obtained from the field which indicated that the whisper wire had become kinked at the tip from fishing for a vessel and then lodged in the lead. The lead was never in service. No adverse patient effects reported.